Event description:
Event description boston scientific crm received information that the patient with this device was hearing a growling sound. The patient feels dizzy and shaky. These are the same symptoms the patient had prior to the device being implanted. A boston scientific crm technical services (ts) consultant suggested calling a physician. Ts thought the symptoms might be related to the advisory. This device is part of the insignia microcrystal population described in the physician communication on september 22, 2005. No adverse patient effects have been reported. Information was later received that this device was explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.